Manufacturer narrative:
The insulin pump had a compromised force sensor system alarm during the prime/compromised force sensor system alarm test at 4 lbs due to moisture damage inside the force sensor resistor.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he received a compromised force sensor system alarm when priming the insulin pump. Customer's blood glucose was 191 mg/dl. Customer stated that the pump was not dropped or bumped. Customer stated that the pump did not get wet this weekend. Customer stated that the pump was set down into a small puddle but the pump worked fine today. Customer stated that the drive support cap appears normal. Customer was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Customer was advised that the pump will have to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.